Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging does not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the meter failed testing. The meter was found to have spc connector j4 contaminated. The patient also returned an unlabeled vial of test strips. Since the dmv code is unreadable to trace any lot# on the vial, pa is unable to test the returned vial of test strips. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.